Event description:
It was reported that during a retroarc sling implantation surgery the physician "pierced the bladder with the trocar." The physician "pulled trocar down and finished the case. Retroarc was placed." There were no further patient complications reported as a result of this event.

Event description:
Additional information received indicated that the patient outcome following the procedure was "excellent except for urinary tract infection (enterococcus)." Antibiotics were prescribed. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).